Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered ten inappropriate shocks between six different events due to oversensing. Subsequently, tachy therapy was turned off. The system was later explanted and replace with a single chamber implantable cardioverter defibrillator (ICD). During explant, difficulty was experienced removing the electrode. It was noted the terminal end of the electrode was nicked and there was fibrosis seen close to the xiphoid. Technical services (ts) was contacted, and ts recommended using a sheath to help break up the tissue around the lead. No additional adverse patient effects were reported.